Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported an overnight occlusion alarm with the ilet bionic pancreas system. Insulin delivery resumed normally, and the user confirmed the pump was functioning. The event resolved without hospitalization or treatment. No long-term effects were reported.